Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450-451 mg/dl with trace ketone levels of 27 mg/dl; cause was due to pump shutting down as a result of customer not charging the pump properly. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous dextrose fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."